Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3000tfx aortic valve, underwent a valve-in-valve after an implant duration of 16 years, one month due to aortic stenosis and aortic regurgitation. The tavr was performed with a 29mm 9600tfx.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.